Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Correction to evaluation codes.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged product issue occurred between 4 and 5pm on (B)(6) 2017. At this time, the patient obtained blood glucose results of ¿192, 254, 171 and 117mg/dl¿ with the subject meter within 20 minutes of one another. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for precision. The patient manages their diabetes by self-adjusting their insulin dosage and did not state whether or not they had made any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that at 10-10:30pm the same evening they developed symptoms of ¿clammy and confused¿; symptoms which they self-treated at 10:30pm by taking additional food and/or drink. At the time of troubleshooting, the cca noted that the correct unit of measure was set on the subject meter and an approved sample site was being used to obtain results. The patient did not have control solution available to perform a retest. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.